Event description:
It was reported that when (3) devices were used during a laparoscopic donor nephrectomy procedure, it was reported by the rep that one of the devices did not have a cartridge loaded, upon opening the package. Another device fired and had an incomplete staple line. It is unk how the case was completed.